Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used during an endovascular procedure. It was reported that during the index procedure there was a leak from the hemostasis valve of the sentrant. The sentrant was used normally for the procedure but hemorrhaging occurred from the hemostasis valve. It was reported there was no blood loss to the patient and no complications. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that no issues were observed when the device was removed from its box. The device was successfully flushed in accordance with the instructions for use (IFU), and the dilator was removed without difficulty. Blood was described as continuously leaking from the hemostatic valve; however, the exact volume of leakage is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.